Event description:
It was reported that the patient did not experience any alarms after swapping controller, driveline repair and providing a non-grounded cable. The site plans to continue monitoring patient for any alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault and pump stopped alarms was confirmed with the submitted log file. Intermittent motor stopped events were captured with associated low flow and low speed hazard alarms. Time base fault was captured during the event and appears to occur when the power cables were connected to the mobile power unit. The motor stopped event will be evaluated under the pump investigation (reference MFR # 2916596-2020-06030). A root cause could not be determined through this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 16may2017. Heartmate ii lvas IFU heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. Heartmate ii lvas IFU contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas and IFU heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-06030. It was reported that the patient had a controller exchange at home on (B)(6) 2020 due to a controller fault alarm. Review of the alarm history showed multiple pump stop alarms. Log file analysis showed pump stops and low speed advisories on (B)(6) 2020 and (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. A heartmate ii distal end repair was performed .